Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hypoglycemia with blood glucose level of over 2 mmol/l. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was treated with food and glucose. Customer reported they had not contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose event. Customer stated that insulin pump did allege over delivery due to settings issue. Customer stated that auto mode feature was on. The insulin pump will not be returned for analysis.